Event description:
On 2025-jun-16, information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that their whole left buttocks was in dire straight pain since the surgery. The patient stated today their incision was pretty swollen and tender to touch and they can hardly even sit on it. Patient mentioned they have been icing it around the clock. Patient wondered if it's possible they may have developed an allergic reaction. The patient was redirected to their healthcare provider (hcp) to further address the issue. They've already tried to get in touch but haven't heard back from them. Patient's scheduled to follow-up with hcp on june 24th. On 2025-jul-07, additional information was received from the patient. Patient called back and reported that they were still in pain from the surgery and that they were having 2nd degree burns around the implant area. Patient reported that they called the hcp but they said to call manufacturer. Patient confirmed that they have had a little improvement but they were still leaking. Agent explained patient that this needs to be investigated by medical staff to examinate the device and determine what was causing the issue, agent also explained that the manufacturer can only provide medical assistance. Patient stated that they have an appointment tomorrow to further investigate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.